Event description:
Hba1c results on the dca vantage are running lower when compared to an alternate instrument. There was no impact to pt care as a result of this event.

Manufacturer narrative:
The customer reported getting e24 errors, excessive noise and e20 errors. The instrument log confirmed the error codes. Instrument has been replaced.